Event description:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters.

Manufacturer narrative:
Corrected data: additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters. As such, this event is no longer reportable.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient's ipg was nearing end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place to address the issue.